Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pains / increasingly intense pain"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included vaginal candidiasis. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity, sinusitis, musculoskeletal pain, vaginitis bacterial, uterine fibroid, vulvitis, menses irregular and cellulitis. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("increased bleeding during menstruation / bleeding / menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial infection ("infection (other) (describe: bacterial)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia "). In 2008, the patient experienced rash ("rashes or skin conditions"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and visual impairment ("vision problem"). In 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight decreased ("weight gain / loss specify which one: weight loss"), pain in extremity ("leg pain"), abdominal pain upper ("stomach pain"), back pain ("lower back pain"), urinary incontinence ("incontinence") and uterine haemorrhage (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bacterial infection, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, weight decreased, dyspareunia, fatigue, visual impairment, pain in extremity, abdominal pain upper, back pain, urinary incontinence and uterine haemorrhage outcome was unknown and the pelvic pain and menorrhagia had not resolved. The reporter considered abdominal pain upper, back pain, bacterial infection, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, urinary incontinence, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: plaintiff visited her healthcare professional to discuss permanent forms of birth control. Her healthcare provider gave her sales material touting the selling points of a new procedure, called essure. According to sales material, this new procedure is just as effective as the standard methods without the need for surgery and with no additional risk. After considering the selling points in the brochure, plaintiff made the decision to undergo the essure implant, an opposed to the standard tubal ligation procedure. On or about 2005, she had two essure coils implanted into her body. After the procedure, she underwent the required hysterosalpingogram (hsg) procedure (no result was provided). After the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. As a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. In addition, it was informed that, the pain and bleeding she experienced is direct and proximate result of the failure to disseminate accurate information regarding the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: abnormal uterine bleeding most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet & medical record received. Events abdominal pain upper, back pain, bacterial infection, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pain in extremity, , rash, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased lot number added. Lab data updated. Concomitant condition & drugs are added. Historical condition and drugs are added. Product , patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pains / increasingly intense pain"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included vaginal candidiasis. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity, sinusitis, musculoskeletal pain, vaginitis bacterial, uterine fibroid, vulvitis, menses irregular and cellulitis. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("increased bleeding during menstruation / bleeding / menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial infection ("infection (other) (describe: bacterial)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia "). In 2008, the patient experienced rash ("rashes or skin conditions"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and visual impairment ("vision problem"). In 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight decreased ("weight gain / loss specify which one: weight loss"), pain in extremity ("leg pain"), abdominal pain upper ("stomach pain"), back pain ("lower back pain"), urinary incontinence ("incontinence") and uterine haemorrhage (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bacterial infection, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, weight decreased, dyspareunia, fatigue, visual impairment, pain in extremity, abdominal pain upper, back pain, urinary incontinence and uterine haemorrhage outcome was unknown and the pelvic pain and menorrhagia had not resolved. The reporter considered abdominal pain upper, back pain, bacterial infection, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, urinary incontinence, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: plaintiff visited her healthcare professional to discuss permanent forms of birth control. Her healthcare provider gave her sales material touting the selling points of a new procedure, called essure. According to sales material, this new procedure is just as effective as the standard methods without the need for surgery and with no additional risk. After considering the selling points in the brochure, plaintiff made the decision to undergo the essure implant, an opposed to the standard tubal ligation procedure. On or about 2005, she had two essure coils implanted into her body. After the procedure, she underwent the required hysterosalpingogram (hsg) procedure (no result was provided). After the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. As a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. In addition, it was informed that, the pain and bleeding she experienced is direct and proximate result of the failure to disseminate accurate information regarding the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: abnormal uterine bleeding most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet & medical record received. Events abdominal pain upper, back pain, bacterial infection, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pain in extremity, , rash, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased lot number added. Lab data updated. Concomitant condition & drugs are added. Historical condition and drugs are added. Product , patient & reporter information updated. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pains / increasingly intense pain"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included vaginal candidiasis and urinary infection. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity, sinusitis, musculoskeletal pain, vaginitis bacterial, uterine fibroid, vulvitis, menses irregular, cellulitis, diabetes, heart disease, unspecified and hypertension. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("increased bleeding during menstruation / bleeding / menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial infection ("infection (other) (describe: bacterial)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia "). In 2008, the patient experienced rash ("rashes or skin conditions") and pruritus ("skin itchiness"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vision blurred ("blurred vision"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), incontinence ("incontinence"), nausea ("nausea"), weight decreased ("weight gain / loss specify which one: weight loss"), pain in extremity ("leg pain"), abdominal pain upper ("stomach pain"), back pain ("lower back pain"), urinary incontinence ("incontinence") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with miconazole. Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, bacterial vaginosis, female sexual dysfunction, bacterial infection, rash, incontinence, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, weight decreased, dyspareunia, fatigue, vision blurred, pain in extremity, abdominal pain upper, back pain, urinary incontinence, uterine haemorrhage and pruritus outcome was unknown and the pelvic pain and menorrhagia had not resolved. The reporter considered abdominal pain upper, back pain, bacterial infection, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pruritus, rash, urinary incontinence, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure (ess205). The reporter commented: plaintiff visited her healthcare professional to discuss permanent forms of birth control. Her healthcare provider gave her sales material touting the selling points of a new procedure, called essure. According to sales material, this new procedure is just as effective as the standard methods without the need for surgery and with no additional risk. After considering the selling points in the brochure, plaintiff made the decision to undergo the essure implant, an opposed to the standard tubal ligation procedure. On or about 2005, she had two essure coils implanted into her body. After the procedure, she underwent the required hysterosalpingogram (hsg) procedure (no result was provided). After the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. As a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. In addition, it was informed that, the pain and bleeding she experienced is direct and proximate result of the failure to disseminate accurate information regarding the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion, both coils within tubes ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: abnormal uterine bleeding most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and the following information was provided: infection (bladder/urinary tract/vaginal) was updated to bacterial vaginosis; vision problem was updated to blurred vision; bladder or urinary problems or changes was updated to incontinence; skin itchiness was added as event; treatment drug provided; nausea onset date was reported as 2005 (prior to essure insertion); new lab data added; concomitant disease added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pains / increasingly intense pain"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included vaginal candidiasis and urinary infection. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity, sinusitis, musculoskeletal pain, vaginitis bacterial, uterine fibroid, vulvitis, menses irregular, cellulitis, diabetes, heart disease, unspecified and hypertension. On (B)(6) 2006, the patient had essure (ess205) inserted. In april 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("increased bleeding during menstruation / bleeding / menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial infection ("infection (other) (describe: bacterial)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia "). In 2008, the patient experienced rash ("rashes or skin conditions") and pruritus ("skin itchiness"). In june 2013, the patient experienced vaginal discharge ("vaginal discharge"). In march 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2014, the patient experienced fatigue ("fatigue"). In december 2017, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vision blurred ("blurred vision"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), nausea ("nausea"), weight decreased ("weight gain / loss specify which one: weight loss"), pain in extremity ("leg pain"), abdominal pain upper ("stomach pain"), back pain ("lower back pain") and urinary incontinence ("incontinence"). The patient was treated with miconazole. Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, bacterial vaginosis, female sexual dysfunction, bacterial infection, rash, incontinence, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, weight decreased, dyspareunia, fatigue, vision blurred, pain in extremity, abdominal pain upper, back pain, urinary incontinence and pruritus outcome was unknown and the pelvic pain and menorrhagia had not resolved. The reporter considered abdominal pain upper, back pain, bacterial infection, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pruritus, rash, urinary incontinence, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure (ess205). The reporter commented: plaintiff visited her healthcare professional to discuss permanent forms of birth control. Her healthcare provider gave her sales material touting the selling points of a new procedure, called essure. According to sales material, this new procedure is just as effective as the standard methods without the need for surgery and with no additional risk. After considering the selling points in the brochure, plaintiff made the decision to undergo the essure implant, an opposed to the standard tubal ligation procedure. On or about 2005, she had two essure coils implanted into her body. After the procedure, she underwent the required hysterosalpingogram (hsg) procedure (no result was provided). After the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. As a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. In addition, it was informed that, the pain and bleeding she experienced is direct and proximate result of the failure to disseminate accurate information regarding the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion, both coils within tubes ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: abnormal uterine bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.